Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 the patient reported that they had an emergency and felt that they would die. The patient stated that 1 week before their pump that they had since 2008, the office sent a letter cancelling all the patient¿s care. The patient¿s pump has been empty 3 weeks and the patient takes no oral pain meds, the patient couldn¿t walk, eat, and all day the patient vomits and urinates. The patient was dizzy and confused. The office had referred the patient to three doctors, none of which manage pain pumps. The patient suffers extreme leg cramps shortness of breath, diarrhea and many more symptoms. The patient stated that every 30 minutes it sounds like a fire siren going off and their leg cramps and confusion are unreal. The patient stated that they never sleep 20 hours a day and the patient knows their body and something very bad was happening. The patient stated that they would die if another week goes by from rapid 12 year instant detox. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-may-2020 from the patient who reported that she was (B)(6) at the time of the event. Per the patient, she ¿cardiac arrested in the ambulance due to severe withdrawal dropping out my potassium level to a deadly rate¿. The patient indicated that she had not yet found a new pump managing physician. No further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, additional information was received from the patient. It was reported after 12.5 years of going monthly for pain pump refills, their physician suddenly shut off the delivery system making the patient unable to walk, drive, or take care of their child. The patient was sent to the emergency room with convulsions, seizures, vomiting, diarrhea, and 'ultimately bottomed out my potassium level nearly ending in cardiac arrest'. The patient stated, "now the doctor claims I should be comfortable for 10 years¿¿how?". The patient stated they now had 'no life, bedridden'. The patient stated, "worked great for years until(B)(6) 2020 when [the physician] shut the delivery system and sent me to hospital hanging on the edge of life".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on (B)(6) 2020. It was reported that the pump went empty unintentionally as the patient did not come in for a scheduled refill despite multiple phone calls from the office. The patient had come to the office on (B)(6) 2019 for a pump refill where she was filled with 20ml of morphine (20 mg/ml at 9.5 mg/day). She was also given multiple oral medication prescriptions. The office was contacted on (B)(6) 2019 by a pharmacy where the patient had tried to pass a tampered prescription for oral medication. The office tried to contact her multiple times but she did not respond so she was dropped from care. The patient then contacted the office on (B)(6) 2020 asking for a refill. The office agreed to refill the pump once as an act of compassionate care but they would not accept her back into the practice. The patient signed a contract agreeing to this on the same day. Her pump was filled with her usual mixture of morphine 20mg/ml, but it was set to minimum rate of 0.125ml/day for "safety reasons." The hcp noted that the patient's reported symptoms were "probably withdrawal symptoms from when the patient let the pump run dry. These symptoms were already subsiding when [the hcp] refilled her pump." The patient had been provided with the names of other doctors who could manage her pump. The patient's weight was provided. No further complications were reported.